Manufacturer narrative:
The manufacture date cannot be determined without the product information.

Event description:
A pharmacist from (B)(6) reported that a customer had received a blood glucose reading of 6.7mmol/l on her contour next meter. The mother of the customer administered insulin based on the reading, and ended up taking the daughter to the hospital. Details about the incident were not provided. The pharmacist gave the customer a new blood glucose testing kit. The meter and test strip information was not provided. It was requested that the test strips be returned for evaluation.